Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lawsuit alleged that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: enduring or having to endure painful medical procedures to implant the lead; enduring or having to endure painful medical procedures to explant the lead; enduring painful medical procedures to implant new leads that are free of defects; personal injury, including adverse effects of the diseases which necessitated the implant of the lead in the first place; emotional distress, including mental distress, anger, depression and anxiety; the risk of death or other serious injuries; costs associated with replacing the lead; costs associated with monitoring the lead; out-of-pocket expenses incurred by the patient or for their benefit; and, loss of income. The lead remains in use. No further patient complications have been reported as a result of this event.